Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The severely stenosed, type b target lesion was located in the left circumflex artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, after several attempts, the device was unable to cross the target lesion. When the device was removed, it was noted that the stent strut was slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found damage to the first distal stent row. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The severely stenosed, type b target lesion was located in the left circumflex artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, after several attempts, the device was unable to cross the target lesion. When the device was removed, it was noted that the stent strut was slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.